Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report the chordal entrapment of the third clip requiring surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted at a2p2. A second clip delivery system (cds) was advanced laterally when it interacted with the first clip, causing it to detach from the posterior leaflet (single leaflet device attachment (slda)). The second clip was deployed to stabilize the slda clip, reducing mr to 2-3. A third cds was advanced medial to the first clip when it became stuck in the ventricle. The clip was unable to be removed back to the atrium therefore a surgeon was called for intervention. The patient was transferred for mitral valve replacement where all three clips were explanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported entanglement of device-clip caught on chordae was an outcome of procedural circumstances/user technique. The reported hospitalization, surgical procedure, and removal of foreign body were results of case specific circumstances as the patient remained hospitalized to have the clips explanted surgically and have mitral replacement surgery. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.